Event description:
The customer stated the device was displaying "file system full" messages. This rendered the device unable to operate. Note 1 for block a: the reporter provided no patient information.

Manufacturer narrative:
No investigation of the device will be possible because, the customer has declined to return it for evaluation. The customer was aware that the product was beyond its stated end of life at the time of the reported problem, that it is obsolete and can no longer be serviced or repaired.